Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the physician successfully placed five coils into the target vessel using a non penumbra microcatheter. While attempting to remove a podj from its packaging hoop, the scrub technologist noted that the coil was already advanced out of the introducer sheath. The reported issue was found prior to use; therefore, the podj was not used in the procedure. The procedure was completed using a new podj.